Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with 0.4ml juvéderm® ultra in cheekbones and mid-face. After the injection, patient experienced an arterial occlusion in the facial artery. The patient was ¿treated with 50 vials of hylenex®, and it didn¿t get any better. Patient went to another city for additional treatment. Patient was treated with another 3 vials of hylenex® was used and the arterial flow went back to normal." The symptoms have resolved.